Event description:
It was reported that the remote monitoring service for this pacemaker system observed possible atrial loss of capture (loc) on the presenting electrogram (egm) and a stored atrial tachy response (atr) episode. Egm review revealed farfield ventricular signals appearing within the atrial flutter response (afr) flutter window, but not oversensed. With respect to the atrial loc concerns, the pacemaker was unable to get a right atrial (ra) threshold measurement since soon after implant, and the two ra threshold measurements obtained via right atrial auto-threshold (raat) tests were high at 4v and 3.3v. Trend 3.5v was programmed for both leads. Additionally, right ventricular (rv) thresholds were elevated, with 2v as the highest reported measurement. Technical services (ts) reviewed settings and egm markers. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the remote monitoring service for this pacemaker system observed possible atrial loss of capture (loc) on the presenting electrogram (egm) and a stored atrial tachy response (atr) episode. Egm review revealed farfield ventricular signals appearing within the atrial flutter response (afr) flutter window, but not oversensed. With respect to the atrial loc concerns, the pacemaker was unable to get a right atrial (ra) threshold measurement since soon after implant, and the two ra threshold measurements obtained via right atrial auto-threshold (raat) tests were high at 4v and 3.3v. Trend 3.5v was programmed for both leads. Additionally, right ventricular (rv) thresholds were elevated, with 2v as the highest reported measurement. Technical services (ts) reviewed settings and egm markers. This ra lead remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker system revealed questionable right atrial (ra) capture on the presenting electrogram (egm). The presenting egm appeared to contain either intermittent ra capture or fusion, however intrinsic atrial beats were observed throughout. The health care professional (hcp) noted some issues soon after implant due to moving arms. September ra threshold measurements were high, and output was programmed to 4v @ 0.9 ms. Further evaluation in-clinic was anticipated. This ra lead remains in service. No adverse patient effects were reported.